Event description:
Two drive tips broke off during tightening, surgeon under-tapped one hole and fully tapped the other prior to insertion. One tip was removed, the other was stuck in the hex and left in the screw head. There was no patient injury reported as a result of this situation at this time. A possibly compromised implant was left in the body and could require surgical intervention in the future. As a result, an MDR is being filed to document this event.

Manufacturer narrative:
Events of this nature can result from excessive force applied to the device. Failure to fully tap in the first malfunction would place additional force on the instrument. The following analysis pertains to the tip of the driver remaining in the screw head. The instrument is made of stainless steel and although it is not implant grade, it is still controlled in its manufacturing and sepcifications. In particular, it is resistant to corrosion in a variety of environments, including blood. Furthermore, our specification for the product requires passivation, which further increases the material's resistance to corrosion. In addition, the two parts (screw and broken tip) are static and the likelihood of corrosion is extremely low.